Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. Testing of the battery bypass capacitors found no anomalies and destructive physical analysis of the battery found no evidence of a non-conformity inside the battery. Laboratory testing was unable to determine the cause of the low voltage alert.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.